Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ("metrorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation normal and menstrual cramp. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("spotting varying from bright red to brown in color"). On an unknown date, the patient experienced menorrhagia ("heavy menstruation"), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with fluconazole (diflucan) and surgery (supracervical laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the metrorrhagia, menorrhagia, abdominal pain lower, vaginal discharge, vaginal haemorrhage and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, menorrhagia, metrorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 she presented for a post-operative follow-up after the essure procedure and was told to continue generess for two more months. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: confirmed the removal of two metallic coiled wires. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including metrorrhagia ("metrorrhagia"). On (B)(6) 2014 plaintiff underwent surgery (supracervical laparoscopic hysterectomy). Changes in the pattern or amount of menstrual bleeding have been reported with essure. In this case, although the concomitant use of hormonal contraceptive could be an alternative explanation for the event, a contributory role of essure cannot be excluded. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ("metrorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation normal and menstrual cramp. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("spotting varying from bright red to brown in color"). On an unknown date, the patient experienced menorrhagia ("heavy menstruation"), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with fluconazole (diflucan) and surgery (supracervical laparoscopic hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the metrorrhagia, menorrhagia, abdominal pain lower, vaginal discharge, vaginal haemorrhage and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, menorrhagia, metrorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 she presented for a post-operative follow-up after the essure procedure and was told to continue generess for two more months. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: confirmed the removal of two metallic coiled wires company causality comment: this litigation case report refers to a (B)(6) years old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including metrorrhagia ("metrorrhagia"). On (B)(6) 2014 plaintiff underwent surgery (supracervical laparoscopic hysterectomy). Changes in the pattern or amount of menstrual bleeding have been reported with essure. In this case, although the concomitant use of hormonal contraceptive could be an alternative explanation for the event, a contributory role of essure cannot be excluded. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.